Event description:
Clinician placed catheter through passage of sheath. He noticed a "grabbing" at the sheath, but still able to pass through until 1/4 advanced length of catheter. He states he met resistance and unable to advance catheter through sheath. At this point he attempted to retract catheter while holding sheath in place. He reported significant difficulty in pulling catheter back out and stated "it was stuck". Procedure aborted. No patient harm reported. No medical intervention required. The patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Clinician placed catheter through passage of sheath. He noticed a "grabbing" at the sheath, but still able to pass through until 1/4 advanced length of catheter. He states he met resistance and unable to advance catheter through sheath. At this point he attempted to retract catheter while holding sheath in place. He reported significant difficulty in pulling catheter back out and stated "it was stuck". Procedure aborted. No patient harm reported. No medical intervention required. The patient's condition was reported to be fine.